Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump alarmed an error, and he does not have a back up plan. Advised the customer to contact this doctor or go to the emergency room to receive insulin until the replacement of the insulin pump arrives. No further info was provided.